Event description:
During the atrial fibrillation pfa procedure, a blood leak was noted from the agilis sheath hemostasis valve. During mapping with the advisor vl mapping catheter, the blood leak was noted from the agilis sheath. The agilis sheath was exchanged with resolution of the issue. The procedure was completed with no adverse patient health consequences.